Event description:
A nurse reported problem with the inner spike of the product dislodging into the i.v. (Intravenous) tubing. The product is intended for use with rubber stopper vials. The product is not radiopaque. The nurse had been using the product with glass vials therefore leaving the spike inner cannula in place until dislodging into the i.v. Tubing. "Cautions" are on the product box but product is stocked on the nurses carts out of the box resulting in them not reading the "cautions."